Event description:
A malfunction was reported on the pump. Customer's blood glucose level reached the 300s mg/dl due to the issue. The customer took action by using a correction injection via mdi and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.